Event description:
Erythematous patches on legs (unspecified) [erythema]. Case description: spontaneous report was received on (B)(6) 2011, from a physician, regarding a (B)(6) female pt (initials unk). The pt's medical history is significant for previous treatment with synvisc-one. On (B)(6) 2011, the pt initiated the synvisc-one injection of 6 ml into an unspecified knee. The synvisc-one lot number was not provided. (B)(6) days after receiving the synvisc-one injection, the pt experienced erythematous patches on the legs. On an unspecified date in (B)(6) 2011, biopsy was performed and the results were negative for vaculitis. The action taken with synvisc-one treatment was not provided. The pt's outcome for the event of "erythematous patches on the legs" was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The relationship between synvisc-one and the event of "erythematous patches on the legs" was not provided by the reporting physician.